Event description:
A patient had an occurrence of an inflammatory mass. The patient was following up with her physician. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).